Event description:
It was reported that four days post implant the right ventricular (rv) and right atrial (ra) leads were found to be dislodged on x-ray. There was noise on the rv electrogram, rv signals were observed on the ra electrogram, and the rv lead did not capture at high output. The ra lead exhibited high/unstable thresholds and oversensing/noise. The rv lead was repositioned and remains in use, and the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that electrical resistance and cross continuity test results were within specification. (B)(4).